Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user. Who participated in the survey for ilet experience study awoke with a blood glucose of approximately 300 mg/dl and perceived no issue with the infusion set, consistent with hyperglycemia of unclear cause. No additional blood glucose details were obtained. Customer support attempted to contact the user for additional information without success. Investigation of this case revealed that the cause could not be determined due to limited information. No clinical symptoms associated with hyperglycemia reported. Outcomes included no reported injury, or medical intervention at the time of call. It was concluded that the event was user-reported hyperglycemia with an undetermined cause and no corroborating device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.